Manufacturer narrative:
The patient¿s year of birth was reported as 1945. (Other): UDI number: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 13 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient's age, dob & weight not provided by reporter. Event date: unknown dates when pain, or infection started. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA initial reporter facility phone number: (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 17 july 2013, expiry date: 01 july 2023, 04.125.142s / 8514113. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient needed a surgery for debridement on (B)(6) 2015 due to deep wound infection. Antibiotics, anticoagulants (clexane), analgesics and intensive care unit for physiotherapy. Infection after three weeks to six months post-op. Additional information received via e-mail on (B)(6) 2016: the patient had no debridement surgeries. Patient was still in pain, had to come back to hospital for CT. CT confirmed the avascular humerus head necrosis. Philos plate is removed and they implanted a shoulder prosthesis. Patient had no complications during the post-op period and left the hospital. This report is 1 of 11 for (B)(4).